Manufacturer narrative:
Corrected data: the parts replaced changed from vacuum pump oil and oil mist filter to vacuum pump oil and catalytic decomp filter. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for odor/smells to be "low." No parts were returned for evaluation and analysis. The assignable cause of the odor/smell issue is the catalytic decomp filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service.

Event description:
A customer reported an event of a "peculiar smell" (odor) emitting from the sterrad(tm) nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.